Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7074464/7075341.

Event description:
It was reported that the patient underwent an explant procedure wherein all devices were removed due to an unknown reason. It was also stated that the physician put in rods. The explanted devices were not returned.

Event description:
It was reported that the patient underwent an explant procedure wherein all devices were removed due to an unknown reason. It was also stated that the physician put in rods. The explanted devices were not returned. Additional information was received that the patient's implantable pulse generator (ipg) was explanted due to no pain relief and the patients leads remain implanted.